Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was sticking. Customer applied more force to the button to resolve the issue. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 160 mg/dl. Reportedly, the customer cleaned the speaker holes and cleared the alarm.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged wake button issue was verified, but the alarm altitude issue could not be verified.